Event description:
Event description guidant received information that the physician was dissatisfied with the longevity of this device. The device was successfully explanted and replaced without issue. It has been returned for analysis.